Event description:
Additional information received reported that the patient had a lead revision performed on (B)(6) 2012. The patient outcome noted on the same day was reported as resolved without sequelae.

Event description:
It was reported that the patient felt no stimulation at 10.5 volts, until he moved into a specific position and felt an overstimulation sensation. It was noted that the patient had experienced a fall that led to a broken leg and ankle, though it was unknown if the problem was fall related since the patient had not had the device turned on before the fall. Impedance values below 150 ohms were seen on contacts 2 and 12. The patient was programmed to 2, 3, 4, and 5 on one side and 8, 9, 10, and 11 on the other side, which was getting good benefit. An x-ray verified a change in lead placement and a potential revision was discussed, though it was noted that at an appointment a manufacturer representative was able to get the patient good stimulation into the left back and leg. The lead migration limited the coverage on the patient's right side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), lead model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2011 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2011 (B)(6), programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).